Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the distal end of the stent is stretched/damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was selected for use. However, when the protective sheet was removed during unpacking, it was noted that the distal part of the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 28 x 4.50 rebel stent was selected for use. However, when the protective sheet was removed during unpacking, it was noted that the distal part of the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.